Manufacturer narrative:
Based on the available information, this event is deemed to be both a reportable malfunction and a serious injury. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4). Note: this complaint issue occurred in two (2) cases. A separate 3500a form has been prepared for the other case.

Event description:
Complaint received reporting that a neonatal ICU physician inserted an endotracheal tube (ett), size 3.0mm, in a newborn patient. The ett tube shaft had been trimmed to appropriate length and connected to the red airway connector. The connection failed and the newborn patient rapidly developed dyspnea. The ett was removed and replaced and the newborn became stable. It was also reported that "similar incidents of disconnection after trimming have occurred quite frequently with the ett size 3.0mm." It is unknown how many similar products have been affected. No further information has been provided.

Manufacturer narrative:
The last three (3) product monitoring reviews (pmrs) were reviewed. No trend was observed for the product category, et tubes, or the reported malfunction, connector (includes swivel connector for some tt models) detached from airway tube. Complaint from spanning (B)(6) 2014 through (B)(6) 2016 (2 years) was reviewed as it related to reports for the et tubes. A total of (B)(4) complaints were reported. No trends for the lot number, icc code or failure were observed. No further action is required for investigation of this complaint. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).